Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor did not have any filaments after insertion. The customer's blood glucose was unknown at the time of the incident. The customer reported a cannot find sensor signal alarm and stated the sensors did not have any filaments. The customer stated changing the sensor resolved the issue. The sensor will not be returned for analysis.